Event description:
Event reported as: the device was being used during a tonsillectomy and the plastic coating on the blade started to melt after taking second tonsil out. No patient injury reported.

Manufacturer narrative:
Sample has been received, but evaluation results are not completed at time of this report. A follow up investigation report will be sent when available.